Manufacturer narrative:
An enpower cable (lot unknown), a microcatheter (stryker/sl10) and a detachment control box (enpower/lot# unknown ) were used for this procedure. Information regarding patient age, gender and weight were unavailable. (B)(4). Complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The deltaplush failure to detach and the enpower cable system fault could not be confirmed without product return for analysis. The root cause of the issues could not be determined; however, procedural/handling factors addressed in the instructions for use (IFU) may have contributed to the event. The IFU cautions ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement¿. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during coil embolization of a middle cerebral artery aneurysm, the green system ready light did not illuminate with use of an enpower cable (ecb00018200/p10131), and later in the procedure, a deltaplush (cpl100408/g14021) was unable to be detached although the green system ready light illuminated and the audible signal beeped. Initially, the complaint enpower cable was connected to a deltapaq (lot unk) and the green system ready light did not illuminate. The cable was then replaced with another enpower cable (lot unk), with which the light illuminated and the coil could be detached. Then a deltaplush was connected to the replacement cable; however, the coil was unable to be detached. The physician pushed the detach button several times; however, he could not detach the coil. The coil was withdrawn without difficulty, and replaced with another deltaplush (lot unk) which was detached successfully. The actual coil did not appear damaged (i.e. Prematurely detached, kinked, stretched) and there had been no resistance/friction between the devices and the microcatheter. The procedure was completed without further issues or delay. The same detachment control box was used throughout the procedure. It was reported that for both events, all connections had fit properly without use of force, and none of the devices appeared damaged after use. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. It was reported that the pre-deployment electrical check had not been performed. The procedure was otherwise conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. The complaint products were discarded by the customer. No further information was available.